Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2002. Subsequently, patient alleges the need for a future revision due to acetabular liner wear. There has been no reported revision procedure to date. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6), 2002. Subsequently, patient was revised on (B)(6) 2014 due to poly wear. The modular head and liner were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.